Manufacturer narrative:
A ge service representative performed an onsite investigation. The on/off power switch, smart switch pcb, cpu, and kv controller pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot, displayed an error and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.